Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and there is no indication of a use error. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the procedure, it was reported that friction was noted during advancement and tension was not properly released out of the system prior to deployment causing the subject stent to land in an unintended location in the patient. Therefore another stent was implanted. No clinical consequences reported to the patient.

Manufacturer narrative:
The device remains in patient.

Event description:
During the procedure, it was reported that friction was noted during advancement and tension was not properly released out of the system prior to deployment causing the subject stent to land in an unintended location in the patient. Therefore another stent was implanted. No clinical consequences reported to the patient.